Event description:
The customer reported that two introducer needles fractured while they were in her body. Both sensors were inserted in her abdomen. She stated that she was able to remove the first needle from her body after it broke. But the second needle stayed inside her skin. Advised the customer to seek medical assistance to have the needle removed. Advised the customer that both sensors would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.